Manufacturer narrative:
Section a4, h4, h10: correction. Manufacturer's investigation conclusion: the report of hematuria and supratherapeutic inr could not conclusively be established through this evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range.

Event description:
The site communicated that the patient was admitted with volume overload and low flow alarms in the setting of probable medication non-compliance due to complex medical regimen. She was intermittently diuresed and ultimately required initiation of dopamine for low urinary output and worsening right ventricle function. The patient was transitioned from dopamine to milrinone; she failed the milrinone wean twice and was then deemed inotrope dependent. No additional information was provided.

Manufacturer narrative:
Manufacturers investigation: a specific cause for the patient¿s infection could not be determined and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of hematuria and supratherapeutic inr could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. Additionally, the hm3 lvas IFU and hm3 lvas patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection and gastrointestinal (gi) bleeding could not be conclusively determined. Infection and gastrointestinal (gi) bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection and gastrointestinal (gi) bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: weight was not provided. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 0 months 23 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was found to have supratherapeutic inr (4.1) and new-onset gross hematuria. The patient was transfused with four units of packed red blood cells during hospitalization. Additional information was requested but not provided.